Manufacturer narrative:
(B)(6). (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "intracapsular rupture".

Event description:
Healthcare professional reported for right side "intracapsular rupture", "burning pain", "right axillary tail is a hypoechoic cystic area ". The device remains implanted.